Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received on 03/14/2017 indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to reintroduce the cat6 into the sheath after performing multiple passes, the physician noticed that the cat6 was kinked multiples times at the distal portion. Therefore, the cat6 was removed and the procedure was completed using a new cat6. It should be noted that the physician did not mention experiencing any resistance while using the cat6. Additionally, there was no report of an adverse effect to the patient.